Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). It was reported the pump was implanted on (B)(6) 2018 and was removed on (B)(6) 2018. The post-operative infection was confirmed. The surgical incision and pocket were infected. Regarding the cause of the infection, it was indicated this was a post operative infection with no way to know the actual cause. The patient was finishing their antibiotic treatment at the time of the report, (B)(6) 2018. Regarding the return status of the device, the family and physician did not request that the device be returned to the manufacturer. It was believed the infection began at the incision. There were no questions from the physician regarding the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at 350 mcg/day. The reason for use was not reported. It was reported that the patient presented to the ER with a swollen pump pocket that opened along the incision line with copious drainage. Post operative infection is suspected. The issue started on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included a clinical specialist was called to interrogate the pump and assist the surgical resident with programming. The medical team is going to wean down the baclofen dose and begin supplementing with oral baclofen in preparation for explant. Explant of the pump and exploration of pump pocket expected to occur the week of (B)(6). Surgical intervention had not occurred and it was not scheduled, but it was planned. The issue was not resolved at the tim e of this report. The hcp has no further information for the manufacturer. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.